Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral strength - = 2360 g /m.

Event description:
It was reported that a patient underwent an abdominal hysterectomy on (B)(6) 2021 and suture was used. During the procedure, the needle popped off of the suture. It was retrieved and the case was completed with another like device. There were no patient consequences reported.